Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level (bg) range from (100-above 300 mg/dl) with small ketones present. The customer would bolus and take manual injections to stabilize bg levels. Reportedly, when the issues occurred the customer was able to load a third cartridge successfully and resume insulin delivery. In addition, the customer reported to have experienced elevated bg levels highest above (600 mg/dl) with small ketones present. The customer would bolus or take manual injections to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported elevated bg's, troubleshooting could not be performed. It was indicated that the customer would use manual injections as alternate insulin therapy.